Event description:
The cord was plugged into the device, we could not turn it on or off. It started smoking and was removed before it was even used.====================== manufacturer response for endoscopic vessel harvesting system per site reporter======================they are evaluating the device.